Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Unable to lock the ring while removing the green locking ring and using the centranx forceps to attach it to the head. As a result of confirmation, a part of polyethylene was broken. Used another size cup.

Manufacturer narrative:
An event regarding crack/fracture of a centrax head during implantation was reported. The event was not confirmed. Conclusion: three photographs of the component were provided for review. Damage consistent with attempted assembly is observed on the poly of the head but the reported fracture of the poly is not visible, therefore not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including evaluation of the device and the operative report are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Unable to lock the ring while removing the green locking ring and using the centranx forceps to attach it to the head. As a result of confirmation, a part of polyethylene was broken. Used another size cup.